Event description:
During an in-clinic follow-up, episodes of post-paced t-wave oversensing resulting in pacing inhibition were observed on the device. Although the patient was not pacemaker dependent, the patient reported dizziness due to the event. The device was reprogrammed to resolve the event. The patient was in stable condition.